Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Leaving behind little fibers in my body - vagina [foreign body in reproductive tract]. Physically see it falling apart - tampon [device breakage]. Once I pull the tampon out you can physically see it falling apart and the fibers falling out leaving fibers in body [complication of device removal]. Case description: consumer reported via e-mail that tampon is falling apart and leaving fibers behind in body. No serious injury reported.